Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). It was reported that the internal device was "dead". It was unknown when the event occurred and unknown what troubleshooting/diagnostics/actions were performed. It was unknown what symptoms the patient was experiencing. The event outcome was resolved. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.